Event description:
Customer reported an over infusion of meperidine. Stated the intended pca only infusion was for meperidine, 10mg every 10 minutes with 60 mg/hr maximum and a concentration of 10 mg/ml in a 60 ml syringe. Stated shortly after the infusion was started for this ICU pt, the device alarmed for end of infusion. The nurse checked the device, the syringe was empty and the pt was found to be somnolent. Medical intervention required, two amps (amount unk) of narcan were administered and ventilation assisted with an ambu bag. The pt recovered without incident or lasting effects and remained in the ICU.

Manufacturer narrative:
The data set and pca module unit event logs were received. A review of the event logs confirmed the reported over infusion of meperidine. The logs indicated the user selected the custom concentration (_mg/_ml) and not the available 10 mg/1 ml option from the meperidine drug menu in guardrails. The user received and confirmed a clinical advisory message of "2 rns to verify and document concentration and programming prior to infusion." The user entered the concentration of 10mg/55 ml and the dose as 10mg. The lock out interval time was set for every 10 minutes. The user received a guardrails alert "warning concentration is below the guardrails limit" during programming, acknowledged the warning and proceeded with programming. At 1557 pm a pca request dose was recorded and the infusion continued until 1604 with a total volume infused of 55.006 ml. The reported over infusion of meperidine was confirmed. The cause of the event was determined to be user programming. The custom concentration option was discussed with the customer including suggestions for incorporating hard guardrail limits around the use of this option and add'l staff education.